Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support (mcs) developed a hematoma around the access site. A dressing change was applied, and the repositioning sheath was adjusted. However, the patient continued to bleed. Manual pressure was then held and a femostop was placed to achieve hemostasis. The patient received six units of packed red blood cells and two units of fresh frozen plasma due to the blood loss. The patient was later brought back to the operating room for pump removal, and a new impella cp device was implanted via the opposite leg. The patient was noted to have survived the event and sent back to the unit on impella mcs in stable condition.